Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the customer felt the insulin pump was not recording the boluses in the history. The insulin pump trainer stated she programmed two boluses, and they both delivered and were recorded in the bolus history. The insulin pump also passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.